Event description:
It was reported that the patient passed away due to a cardiac arrest. The outcome was not device or therapy related. The device was not explanted and would not be returned for evaluation. No further details were available due to patient confidentiality. The device was stated to have operated as expected.

Manufacturer narrative:
A1-a4: patient information was not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.